Event description:
It was reported that this defibrillator exhibited connection issues with the right ventricular lead. This device was removed and replaced prior to pocket closure. No adverse patient effects were reported.

Manufacturer narrative:
As no further information is expected, this investigation is complete. This report will be updated should further information become available. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
As no further information is expected, this investigation is complete. This report will be updated should further information become available.

Event description:
It was reported that this defibrillator exhibited connection issues with the right ventricular lead. This device was removed and replaced prior to pocket closure. No adverse patient effects were reported.